Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the operating room, during the "floating" of the swan ganz catheter a leak occurred from the psi valve within five seconds of the anesthetist administrating propofol into the patient's internal jugular. The doctor noted that the connection was not good from the start which resulted in the propofol leaking into the sleeve and out onto the floor. Despite the leak, the catheter was left in the patient over night and then was removed. A delay was reported, however, there was no harm to the patient due to this delay or as a result of this occurrence. A total of 2 occurrences were reported. Complaints involved are 1036844-2013-00018 and 1036844-2013-00019.